Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed off fridge. A field service engineer found that the glue pad was coming off, and drawer 3.1 was jamming. Upon inspection, a plastic piece from a broken medicine bottle was found lodged in the rail and was cleared. Tested successfully in hardware test application (hta), and escort ran inventory without issues. Additionally, a network issue was identified onsite maintenance had moved the pyxis network cable to another port. The issue was resolved by reconnecting the cable to the proper port. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 was failed. The customer tried to recover, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.